Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
On (B)(6) 2017, the reporter contacted animas, alleging a prime (loss of prime) issue. There was no indication that the device caused or contributed to an adverse event. This complaint is being reported because the issue may result in a long term cessation of insulin delivery if the user is unable to resolve the alarm.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 06/07/2017 with the following findings: the black box data from the date of the complaint had been overwritten due to continued patient use. The black box data available at the time of investigation revealed multiple loss of prime warnings with low non-zero force. On investigation, the pump was exercised for 24 hours without loss of prime occurring. The force sensor was evaluated and found to be within specifications. Unrelated to the original complaint, the battery compartment was noted to be cracked. (B)(4).